Event description:
Additional information was received that increased pacing impedance was observed.

Event description:
During an routine device exchange, out of range pacing impedance was observed on the left ventricular (lv) lead. The lv lead was capped and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.